Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a discrepancy in the threshold measurements on the device capture management. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2020 it was further reported that the ipg was reprogrammed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated pacing capture management thresholds of the right ventricle were unstable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a discrepancy in the threshold measurements on the device capture management. The device remains in use. No patient complications have been reported as a result of this event.